Event description:
It was reported that during explant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. The s-ICD was explanted and replaced and will not be returned and the patient would like to keep the device. No adverse patient effects were reported.